Event description:
Rptr c/o encapsulation of implants. Implants painful, hard and cold. She required several trips to the doctor to get encapsulation relieved but it is still there. She had to change occupation because of several resulting illnesses over a period of time to present. She has been diagnosed with chronic pain syndrome. Fibromytosis and more. She has arthritis, connective tissue problems, joint aching, headaches, etc.